Manufacturer narrative:
Pump unable to vibrate due to broken vibrator black wire. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker. (B)(4).

Event description:
Customer reported via phone call to have received a vibrate anomaly. Customer states insulin pump does not vibrate when alarm is received. Customer's blood glucose was 332 mg/dl. During troubleshooting, customer confirms that they are using (B)(4) batteries. Insulin pump did not vibrate at vibrate test. Customer was advised that insulin pump would need to be replaced.